Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the probe was being used by a child who detected the leakage of food. Additional information received stated the leak is located in the tube where it meets the end that stays outside the body. There was a small crack. There was no patient harm.

Manufacturer narrative:
Additional information: h4 device manufacture date was added. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections, per established sampling levels, were within acceptable limits during the production process. One photo was provided for evaluation. A broken tube in the upper part is confirmed. Based on the present information, an exact root cause cannot be determined. Based on historical review, a corrective and preventative action (CAPA) was generated to the supplier of the product to further investigate this issue. This complaint will be used for tracking and trending purposes.